Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed slashes from the shoulder straps that were open and bleeding. She also reported that the device buckle was causing small lacerations on either side of her breasts. The patient's physician recommended using bacitracin antibiotic. The patient reported that the lacerations had healed.